Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the samples taken with a bd vacutainer® serum blood collection tube, were hemolyzed and do not separate. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that the samples taken with a bd vacutainer® serum blood collection tube, were hemolyzed and do not separate. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received sample and photos from the customer facility for investigation. The customer sample and photo were evaluated and the indicated failure mode of hemolysis with the incident lot was observed. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples and photos, the indicated failure mode hemolysis with the incident lot was observed. This complaint investigation was conducted under the premise of a previously investigated issue specific for hemolysis where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation root cause description: this complaint investigation was conducted under the premise of a previously investigated issue specific for hemolysis, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.